Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 9 - overfill alarm) occurred with multiple cartridges reportedly, the cartridges were filled with 450 units. The customer's blood glucose (bg) level was over 400 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer reverted to manual injections.